Event description:
The customer's house supervisor reported that the equipment was not showing waveforms when the pads are attached. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.